Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2021-01014, 3006705815-2021-01016. It was reported that patient was unable to get ipg into MRI mode. System diagnostics showed multiple low impedance readings, and patient experienced stimulation at the ipg site. X-rays showed both leads to be wound around the ipg. As a result, surgery took place on (B)(6) 2021 wherein the leads were repositioned to address the issue.